Manufacturer narrative:
The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation is lay user/patient. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory result using an unknown method. The customer's strip lot and expiration date were not provided. The laboratory result was 5.5 inr at 12:00 pm. The customer¿s coumadin dosage was reduced due to the laboratory result. The meter result was greater than 8.0 inr at 3:30 pm. The customer¿s therapeutic range is 2.5 - 3.5 inr.